Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: · the batteries don't charge and the leds that indicate charging doesn't lit up. The icon for external ac power is missing. · based on the reported information this malfunction didn't occurred during ventilation. · the alarm was observable both visually and through hearing. · these malfunctions were reproducible. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the batteries don't charge and the leds that indicate charging doesn't lit up. The icon for external ac power is missing. Based on the reported information this malfunction didn't occurred during ventilation. The alarm was observable both visually and through hearing. These malfunctions were reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.